Event description:
During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, phrenic nerve capture was lost and not regained. Phrenic nerve capture had not returned by the end of the procedure. No additional information has been received about this event.

Manufacturer narrative:
No device deficiency reported. Phrenic nerve injury is a known potential adverse event for catheter ablation procedures disclosed in product labeling.